Event description:
It was observed that during the device evaluation, the adhesive of the charged coupled device objective lens of the duodenovideoscope came off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive of the charged coupled device objective lens of the duodenovideoscope came off. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.